Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer report number: 2017865-2020-12925. It was reported that the patient experienced inappropriate shocks and presented in the emergency room. Upon interrogation, it was noted that the shocks occurred for atrial fibrillation with rapid ventricular rate. Programming changes were made. Further inspection revealed that the left ventricular (lv) electrograms appeared aligned with the patient's atrial activity. The chest x-ray indicated that the lv lead had dislodged. The lead was explanted and replaced. There was no allegation that the inappropriate shocks were related to the lv lead dislodgement. The patient was discharged and doing well.